Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that his ins was replaced because it was not charging. The surgery occurred on (B)(6) 2017. The event date was provided as "about a year after' the device was implanted. No symptoms were reported and no further complications were reported/anticipated.